Event description:
Product analysis was completed on the patient's returned generator. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. A section of the lead assembly was returned for analysis in one piece. The lead's electrodes were not returned for evaluation. Two sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the lead pin existed at least once. The lead assembly has remnants of what appear to be dry body fluids inside the negative inner silicone tubing. Also, lead assembly has what appear to be a mixture of moisture and body fluids inside the outer silicone tubing. No obvious point of entrance was identified other than the cut end of the returned lead portion. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
On (B)(6) 2012, it was reported that the vns patient had a full revision surgery on (B)(6) 2012 due to a lead discontinuity with high impedance, dcdc=7. The lead discontinuity was discovered on (B)(6) 2011. It is unknown if x-rays were performed and if patient manipulation or trauma occurred that is believed to have caused or contributed to the lead fracture. The reason the generator was returned was for "near end of service". The impedance after surgery was noted to be "ok" with an impedance value of 1090ohms. The patient's device showed high impedance during diagnostics for both (B)(6) 2011. The patient was disabled on (B)(6) 2011. The explanted generator and lead were returned for product analysis on (B)(6) 2012 that has not yet been completed.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a serious injury or death.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.